Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc sensor detached from her arm after 4 days of wear. Customer experienced " trembling, nausea, tachycardia" and was unable to self-treat. Customer received unspecified treatment from hcp and non hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section b5 and h6 have been updated, per additional information received.

Event description:
Customer reported the adc sensor detached from her arm after 4 days of wear. Customer experienced " trembling, nausea, tachycardia" and was unable to self-treat. Customer received unspecified treatment from hcp and non hcp. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: additional information was received: the customer did not receive any third party treatment or did not experience any loss of consciousness or seizure due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc sensor detached from her arm after 4 days of wear. Customer experienced " trembling, nausea, tachycardia" and was unable to self-treat. Customer received unspecified treatment from hcp and non hcp. There was no report of death or permanent injury associated with this event. The following additional information is being provided in this report: additional information was received: the customer did not receive any third party treatment or did not experience any loss of consciousness or seizure due to the reported product issue. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore adc considers this issue to be non-reportable and closed.